Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.

Event description:
The event was a revision of a fractured exeter stem. It was reported that the stem was fractured when the patient's leg gave way while walking.